Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it using prepaid label, and was informed that pump settings and continuous glucose monitor would need to be set up again on replacement pump, which tandem technical support arranged to ship under warranty.